Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative tni (troponin) results. Results as follows: pt presents to the emergency department with a chief complaint of dyspnea. The following cut-off's were used: (cardioprofiler) values less than 0.05 ng/ml negative. Values between 0.05-0.20 ng/ml are indeterminate. Cut-off value for possible ami >0.20 ng/ml. (Bci access) values less than 0.10 ng/ml are unlikely to have cardiac disease. More than 0.10 to less than 0.50 ng/ml is indeterminate. A cut-off of 0.51 to 1.50 ng/ml suggest the presence ami. Diagnosis: acute congestive heart failure, atrial fibrillation, uncontrolled ventricular response.